Manufacturer narrative:
(B)(4). Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a system error (se) 2042 the care giver (cg) stated they only changed out the cassette not the bags. The baxter technical service representative (tsr) explained to the cg that they must change both or set would be compromised and risk the hp with infection. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter conducted a follow up and the cg stated the home patient (hp) was fine and has continued therapy with no issues.